Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that photo were provided and based on their dental provider's recommendation, they should not continue aligner use as they were linked to a gum infection.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.